Manufacturer narrative:
Product event summary: the lead was returned and analyzed, and no anomalies were found. However, secondary findings indicated that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated stretching.

Event description:
It was reported that during the implant procedure the helix did not extend with multiple rotations of the pin. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.